Manufacturer narrative:
Additional information was added to h3, h4, h6 and h10. H4: the lot was manufactured from june 16, 2020 - june 17, 2020. H10: the actual device was not available; however, a video of the sample was provided for evaluation. A visual inspection performed of the video showed a ruptured bladder. The reported condition was verified. The cause of the condition could not be determined; however, the most likely cause is manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a large volume infusor ruptured during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.